Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the endovascular procedure to treat basilar stenosis, the subject long sheath was advanced with the non-stryker catheter and non-stryker guidewires. While they were advanced through the tortuous vertebral artery, a vessel dissection occurred. According to the physician the tortuosity of the patient's anatomy led to the reported event. The patient is recovering. The procedure was completed by placing a flow diverting stent as a medical intervention over the dissected vessel.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was stated that the anatomy was tortuous and the physician believes that the complaint occurred due to this. That being said, the reported 'patient vessel dissection' is a known and anticipated complication to this type of procedure and patient condition and are listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication will be assigned to this event.

Event description:
It was reported that during the endovascular procedure to treat basilar stenosis, the subject long sheath was advanced with the non-stryker catheter and non-stryker guidewires. While they were advanced through the tortuous vertebral artery, a vessel dissection occurred. According to the physician the tortuosity of the patient's anatomy led to the reported event. The patient is recovering. The procedure was completed by placing a flow diverting stent as a medical intervention over the dissected vessel.